Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. The biomedical engineer verified that the unit is operating on ac power. The customer contacted product support and was advised to replaced the front bezel, but the issue persisted. The biomedical engineer replaced the power management board to address the reported problem. The unit is back in service. This is an indicator issue only. The unit will continue to function and ventilate even the led is not illuminated.. No parts returned to failure investigation; thus, the root cause of the reported issue could not be determined.

Event description:
The customer reported that the power switch and battery (light emitting diode) led on front are not illuminated. No patient involvement was reported.